Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an india ce infusor sv (small volume) stopped flowing during priming. This was described by the customer as the infusor ¿stop flowing even after force prime procedure also. Post leakage it was not connected to patient¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from may 30, 2019 - may 31, 2019. H10: the device was received for evaluation containing approximately 68ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.